Event description:
It was reported that the twist clamp of the minicap transfer set was unable to close; described as ¿twist clamp cannot be completely closed.¿ this was observed before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter facility name: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection with the naked eye observed the twist clamp did not align with the main body notch of the twist clamp. Functional leak testing and clear passage tests were performed with no issues. Clamp function testing could not be performed due to the twist clamp not aligning with the main body. Torque engagement testing could not be performed due to notch not locking into position. The reported condition was verified. The cause of the condition was determined to be a manufacturing related issue which occurred during the milling process of production. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.